Event description:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2025-03346.

Event description:
Per the clinic, the device was explanted (date not reported) for unspecific medical reasons and the patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.